Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: a single blinded randomized controlled trial comparing semi-mechanical with hand-sewn cervical anastomosis after esophagectomy for cancer (share-study) source: j surg oncol. 2020;122:1616¿1623 accepted: 20 august 2020. (B)(4) (chylothorax,mediastinitis, delirium). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the aim of the study was to compare leak rate between hand-sewn end-to-end anastomosis (ete) and semi-mechanical anastomosis (sma) after esophagectomy with gastric tube reconstruction. Between august 2011 and july 2014, there were 174 patients with esophageal cancer underwent esophagectomy. Ninety-three patients were randomized to hand-sewn end-to-end anastomosis with 44 patients and semi-mechanical anastomosis with 49 patients. A linear stapler 8-10 cm and with five stay sutures were only used in semi-mechanical anastomosis. Post-operative complications included: 12 patients had anastomotic leakage, 10 patients had dysphagia, 9 patients had stenosis of the anastomosis on endoscopy, 3 patients had dilatations, 3 patients had chylothorax, 5 patients had vocal cord paralysis, 17 patients had pneumonia, 5 patients had mediastinitis, 8 patients had cardiac complication, 10 patients had atrial fibrillation, 2 patients had sepsis, 7 patients had readmission to ICU, 13 patients had readmission to hospital, 1 patient had thrombosis, 1 patient had delirium, 1 patient had reoperation required for leakage, and 1 patient had abdominal wound dehiscence. Title of the article: a single blinded randomized controlled trial comparing semi-mechanical with hand-sewn cervical anastomosis after esophagectomy for cancer (share-study). Authors: nederlof n, tilanus hw, de vringer t, van lanschot jjb, willemsen sp, hop wcj, wijnhoven bpl year: 2020.